Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that stent thrombosis and in-stent restenosis (isr) occurred. In (B)(6) 2017, clinical status assessment indicated the patient's qualifying condition as unstable angina. Subsequently, index procedure was performed. The target lesion was located in the mid left anterior descending (lad) with 99% stenosis and was 8mm long with a reference vessel diameter of 2.50mm. The lesion was treated with pre-dilation and placement of 2.5x16mm synergy stent with residual stenosis of 0%. On the following day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2017, the site reported an event of acute coronary syndrome. The patient was noted to have recurrent angina with the symptoms of increasing episodes of non-radiating mid-sternal exertional chest pain accompanied with shortness of breath. The symptoms were resolved with rest and/or nitroglycerin. In (B)(6) 2017, the patient took last nitroglycerin and developed increased frequency of symptoms. Three days later, the patient was admitted with the diagnosis of acute coronary syndrome. Upon admission, the patient had no complaints of chest pain and/or shortness of breath. The patient was referred for cardiac catheterization considering the subject risk factors, recent percutaneous coronary intervention, residual disease and typical presentation of the symptoms. On the following day, intravascular imaging and physiology revealed severe calcification of lad and the 2.5x16mm synergy stent was well apposed but under-deployed. Coronary angiography also revealed 99% isr with the evidence of thrombus which was then treated with pre-dilation and placement of 2.75x20mm promus premier stent. Following post-dilatation, residual stenosis was 0% and timi 3 flow was noted. On the following day, the patient was discharged in a stable condition.